Event description:
(B)(6) reported the following event: it was reported that the tip of the screwdriver broke during screw implantation. There were no delays in surgery and no harm to patient was noted. The tip of the driver was retrieved and discarded. Additional instrument was available in the set to complete the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device evaluation investigation was performed: the returned instrument was evaluated (314.132 lot 8358013) was examined and the tip was indeed broken; the fragment was not returned. The failure mode is consistent with the application of excessive force; this could be the product of inadequate pedicle preparation prior to screw insertion or simply the result the patient having hard bone. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by the reporter. The reported lot number, 8358013, could not be confirmed as a valid lot number for this device. Device is an instrument and is not implanted/explanted. (B)(6). Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: manufacturing location: (B)(4)- manufacturing date: may 27, 2013 no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.